Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 84 mg/dl. The customer stated that her nephew had dropped the insulin pump into water prior to the keypad issues. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, and a cracked reservoir tube lip.